Manufacturer narrative:
The event occurred on september 15, 2024, and manufacturer was notified on september 26, 2024, by the user facility. A resident was found dead on one of our beds rexx-low model qd2000ml serial# (B)(6) between the pivot assist rail (rm930) and the mattress (area of zone 4 entrapment). As per initial report from the user facility the patient had the following conditions of impaired cognition, limited mobility, seizure disorder, and history of falls from bed. A thorough overall review of the bed was conducted by the facility, importer and manufacturer representative, both the mattress and bed were in good working order, positioned correctly and properly installed. The rexx-low model qd2000ml is designed to meet hospital bed safety workgroup (hbsw) dimensional guidelines as published in the FDA's hospital bed system dimensional and assessment guidance to minimize the risk of patient entrapment while maintaining as much patient comfort and protection as possible. Given the information and investigation, no corrective action is needed at this time.

Event description:
At approximately 0545 when nurse entered the room resident (B)(6) was noted to be in a kneeling position with her knees and feet on the floor in front of her wheelchair which was next to the bed (brakes were in locked position). She was wearing non-skid slipper socks. Her head was positioned between the assist rail and the mattress. Staff returned resident back to bed to assess. She was noted to be with out respirations or audible heart tones. Assist bar in use at the time of the event was the span medical products canada pivot assist rail model no. Rm930. The bed is use at the time of the event was the span medical products canada rexx-low bed model qd2000ml serial# (B)(6).